Event description:
The customer states he obtained back to back readings of 263 mg/dl and 98 mg/dl on the suspect device. No adverse event reported and the customer states he is fine. Return requested and replacement was sent.